Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The pump malfunction code was resettable, and with assistance from technical support, the caller successfully reset the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to report any further issues.